Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficult jacket retraction noted. A stent was placed in the ipsilateral limb to improve limb flow.